Event description:
It was reported that the patient had a "coughing fit" and rolled over in bed and felt a "pop" in (B)(6) 2020. After that the patient has experienced urinary incontinence and had his artificial urinary sphincter (aus) cuff removed and replaced. The physician noted that the tubing was "forcibly linked" but the pump was fine. It was explained that the patient's level of incontinence prior to the aus was 3 pads per day and was better with the aus until this recent issue. The patient's level of incontinence today is dry and his status is currently stable following this surgery.